Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during dwell two, while the hp was connected. During troubleshooting nothing unusual was found that could have caused or contributed to the alarm. The technical service representative (tsr) had the hp cycle the power on the hc in order to clear the alarm. The tsr advised the hp to disconnect and finish the therapy using manual supplies or wait till the next morning to speak with the registered nurse (rn). There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.